Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in george town, malaysia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 pump stopped functioning without triggering any alarm alerts. The issue occurred during a procedure. There was no patient injury.

Manufacturer narrative:
Following malmedico¿s technical team investigation, it was confirmed that the pump issue occurred due to a user mis-configuration. There are no functional issues with the hlm, and it is operating as expected and was thus put back in service. A device service history review was performed and identified that the unit was manufactured in 2023 and no previous occurrence was reported. To address this, a refresher training session was performed and this resolved the matter effectively. Based on information reported above, it is reasonable to assume that the claimed pump stop occurred due to a user error, and that the device itself did not fail. Event reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.